Event description:
Report received of an incident involving a filter extension set where air was noted distal to the filter. The incident occurred on the critical care unit involving a pt on life support the filter extension set was connected to an unspecified pump set. The tubing sets were reported to have been primed manually and placed into the pump. The reporter stated that typically the sets are used to infuse propofol or tpn. In this incident the nurse was infusing propofol at an unspecified rate. After 10 minutes into the infusion air was noted distal to the filter and into the pt IV line. The pt had a triple lumen catheter. The nurse stopped the infusion and changed out the tubing set using an unspecified pump set without the filter extension set. The infusion was continued without further incidence. The pt's outcome was unk by the reporter. Although requested, no additional info was available.